Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -11.5/1.5/166 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6)2023. On (B)(6)2023 the lens was explanted due to low vault without rotation. On (B)(6)2023 a replacement lens of longer length was implanted. Reportedly, "the posterior arch height of the patient was implanted with 12.1 size lens. After selecting the lens according to the preoperative optometry degree, the patient had poor self-adjustment ability and intolerance. Finally, the lens was selected according to the patient's previous eye degree, and the postoperative bcva was 20/20 without discomfort." The problem was resolved. The cause of the event was reported as unknown.